Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer was able to resume insulin with original cartridge. Additionally, it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose was 150 mg/dl. Customer continued to use the pump for insulin therapy.